Event description:
Boston scientific received information that this patient was presented to the hospital. It was revealed that this device provided inappropriate therapy due to a supra ventricular tachycardia (svt) which was classified as a ventricular tachycardia and treated by anti tachycardia pacing (atp). During the time that atp was delivered the patient experienced syncope. The cause of the syncope could be a result of the patient sepsis but this was not confirmed. The svt rhythm was conducted down to the ventricles and met detection and duration in the ventricular tachycardia (vt) zone where a shock was delivered and converted the rhythm back to a sinus. Reprogramming options were discussed by technical services. Additional information provided noted that the device was reprogrammed. The device remains implanted, and no further adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.